Event description:
During the eval of a returned spectrum infusion pump, 96 occurrences of "air-in-line" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent. The processor printed circuit board was replaced.